Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient presented with low back pain and worsening, mostly right leg pain into the thigh, shortness of breath, and difficulty walking secondary to pan. Per the encounter notes, the patient failed conservative treatment. Epidurals had only provided transient relief. The patient also presented for a pre-op evaluation and underwent an electrocardiogram which showed normal sinus rhythm but a left axis deviation. The patient also underwent various labs including but not limited to cbc, cmp, and ua. Monocytes were high. Antibody screen was negative. Chest x-rays were taken which showed no acute pulmonary process. There were no significant changes since the last exam. An ECG showed normal sinus rhythm and a left axis deviation. Medications: lisinopril, tramadol, omeprazole, diclofenec and simvastatin. On (B)(6) 2011 the patient presented with supraventricular tachycardia and palpitation and underwent an ECG which showed no clinical or electrocardiographic evidence of ischemia. The patient underwent a lexiscan with myocardial imaging which showed no revisable ischemic change; a small fixed protrusion defect in the apical inferior wall; and the ejection fraction was 57%. The patient was cleared, from a cardiac standpoint, for surgery. On (B)(6) 2011 the patient presented with moderate to severe lower back pain secondary to spinal stenosis. It was recommended that the patient stop all steroids prior to the upcoming surgery. Labs and an ECG screening were ordered for preoperative approval. On (B)(6) 2011 the patient presented with severe right leg pain in a l2 or l3 dermatomal distribution and the preoperative diagnosis of l2/3 right disc herniation. A MRI showed a large right sided disk bulge. The patient underwent a minimally invasive l2-3 laminectomy, foraminotomy and discectomy. No patient complications were noted. The patient was discharged from hospital. On (B)(6) 2011 the patient presented in ER 6 days post op with severe intractable right lumbar pain radiating down right hip and leg . The patient complained the pain was worse than prior to surgery. Surgical wound was well healed. Final diagnosis: complication of surgical treatment, lumbar back pain, s/p lumbar fusion. The patient stated that that the pain was in the same distribution as before surgery but more intense. The pain started in the right low back and radiated down the front of the right leg to the knee. The patient could not ambulate without a walker. On (B)(6) 2011 the patient continued to have severe pain and right leg l3 radicular pain. X-ray imaging studies showed lumbar spondylosis and a degenerative lumbar scoliosis at l2 to l4. The patient was scheduled for an MRI but they were unable to conduct one as the patient could not fit into the machine. Treatments were discussed, surgery scheduled. The patient underwent various labs. On (B)(6) 2011 a lumbar spine CT showed severe degenerative changes throughout the thoracolumbar spine; severe disk disease was seen at t11-12 through l2-3 with the most severe facet arthropathy seen at l4-5; there was congenital narrowing of the lumbar spinal canal accentuated further by degenerative findings; there was prominent disk osteophyte complex at t11-12, l2-3, and l4-5 resulting in severe narrowing of the spinal canal; moderately narrowed foramina was also seen in t12- l1 and l1-2 with mild spinal canal narrowing at l3-4 and l5-s1; the most severe foraminal narrowing was seen bilaterally at l1-2, l3-4, l4-5, and l5-s1, and on the left at l2-3. There was moderately narrowed foramina at t12- l1; and there was a right hemilaminectomy and facetectomy at l2-3. Nonspecific soft tissue was also seen at the surgical site with effacement of the right foraminal fat and severe right foraminal narrowing. Part of that tissue could have represented post surgical scarring and partly disk material and sacroiliac degenerative joint disease. On (B)(6) 2011 the patient presented with right lumbar radiculopathy and lumbar spondylosis. The patient underwent a surgery which consisted of a posterolateral arthrodesis l2/3, l3/4; lumbar laminectomy l2-3, l3-4; posterior segmental instrumentation l2, l3, and l4. Per the operative report "... I decorticated the transverse process l2, l3, and l4 and then medial lamina. I then placed a infuse package as well as bone autograft derived from morselized spinous process and facets to achieve a posterolateral arthrodesis at l2-3 and l3-4..." It should be noted that there was no evidence of herniation and the l2 nerve appeared free. No patient complications were reported. On (B)(6) 2011 the patient reported feeling "pretty weak in general." The patient underwent x-rays which showed, in comparison to the prior study dated (B)(6) 2011, that there had been interval posterior fusion extending from l2 to l4. The posterior fusion hardware consisted of bilateral pedicle screws with posterior stabilization rods. Again noted was a reduction in the l3 disk height with endplate sclerosis. Anterior osteophytes were seen at multiple levels. Posterior surgical drain and skin staples were noted. The sacroiliac joints appeared unremarkable. On (B)(6) 2011 the patient complained of moderate back and right leg pain. On (B)(6) 2011 the patient was discharged from hospital. Medications: dulcolax, colace, valium, norco, simvastin, prilosec, zestril,robaxin, on (B)(6) 2011 the patient presented approx. 3 weeks post op with post surgical pain, low back pain, and resolved lower extremity pain. Imaging was ordered. Medications: hydrocodone, oxycodone, diazepam, docusate, bisacodyl, robaxin, colace, lisinopril, prilosec on (B)(6) 2011 the patient presented approx. 3 months post op with improved back pain and resolved leg pain. The patient was taking norco occasionally. X-rays showed good instrumentation placement and good alignment. On (B)(6) 2012 the patient presented with left side chest pain and worsening shortness of breath. The patient's EKG showed a sinus bradycardia and a left anterior fascicular block. The EKG was essentially unchanged when compared to the last one. The patient reported they felt a "gurgling sensation" and could not tell if it was gi or heart. The patient also reported occasional numbness in arms and hands. The patient had significant arthritis in the spine. Medications: athrotec, aspirin, hydrochlorothiazide, lisinopril, protonix. Assessment: hypertension and venous insufficiently, unspecified. It was recommended that the patient undergo an echocar diogram and stress test. The patient reportedly underwent a lumbar spine CT. On (B)(6) 2012 the patient presented with back pain and some increasing leg pain right > left (new in the last few months) in a possible l4 distribution. Per the encounter notes the patient was morbidly obese at close to (B)(6). A recent CT scan showed solid fusion at l2 to l4 but there appeared to be some increased stenosis at l4-5. The patient's symptoms were suggestive of neurogenic caudation. On (B)(6) 2013 the patient presented with back pain and underwent a lumbar spine CT which was compared to a (B)(6) 2012 CT. Impression: stable post-operative fusion changes of the lumbar spine from l2 through l4 with transpedicular screws appearing intact. There were no lumbar compression fracture deformities or acute body changes. Limited visualization of the surrounding soft tissue structures did not demonstrate any significant abnormalities. There was a stable grade 1 anterolisthesis seen at l4-5 which along with posterior element degenerative changes combined to create a fairly severe degree of central canal stenosis and at least moderate bilateral foraminal stenosis at l4-5. That finding remained stable. There were stable multilevel degenerative changes see elsewhere throughout the lumbar spine. On (B)(6) 2013 the patient presented with increasing low back and bilateral left>right pain. The pain on the left seemed to be of a l4 distribution. The patient had increasing listhesis at l4/5 with stenosis. The patient had failed conservative treatments including injections and physical therapy. Per the encounters notes the patient had seen an orthopedic surgeon who had said the patient hips were ok. The patient seemed to have loss approx. 100 lbs since the year before. X-rays of the lumbar spine were taken which showed, in comparison to the prior x-ray study dated (B)(6) 2011,that there was a grade 1 interval increase in the grade 1 anterolisthesis of l4 on l5; there was stable mild retrolisthesis of l 1 over l2 and l2 over l3 with no significant movement on the flexion-extension view; there were degenerative changes with prominent marginal osteophytes end endplate sclerosis from t10 through l5, the lumbar vertebral body heights were maintained; there was stable disk space narrowing noted at l1-2 through l3-4, with mild interval increase in the disk space narrowing at l4-5 and anterior wedging of t11 and t12 vertebral bodies. On 14 nov 2013 the patient presented with back pain radiating to bilateral legs to feet pain, left > right with numbness and tingling. The patient underwent a lumbar spine MRI which showed disc dissection throughout the lumbar spine; reduced intervertebral dis height at l1-2 and l2-3; reduced height of t12 vertebrae was noted with mild anterior wedging without associated marrow signal change; cystic area adjacent to right facet joint at l2-3 level - likely a synovial cyst; there was a cyst in/adjacent to the right kidney noted measuring 3-4 cm anteroposteriorly; at t11-12 only sagittal images were available which showed focal left paracentral disc extrusion with superior extension indenting the thecal sac. Neural foramina were patent; at t12-l1 only sagittal images were available which showed diffuse disc protrusion with effacement of the thecal sac. Mild bilateral neural foraminal narrowing; l1-2, there was an 8 mm focal left paracentral disc extrusion with inferior migration superimposed on diffuse disc bulge indenting the thecal sac. The spinal canal was stenosed. There was disc material and facet hypertrophy causing bilateral neural foraminal stenosis that encro ached the left and right l1 exiting nerve roots, left > right; at l2-3, l3-4 and l4-5 there was diffuse disc protrusion with left preponderance compressing the thecal sac. Disc material and facet hypertrophy caused bilateral neural foraminal stenosis which encroached the left and exiting nerve roots, left >right; at l5-s1 focal central disc extrusion with superior migration superimposed on diffuse dis bulge indenting the thecal sac and bilateral neural foraminal stenosis encroaching on nerve roots; grade 1 retrolisthesis of l2 over l3 and l5 over s1; grade 1 anterolisthesis of l4 over l5 noted without evidence of pars fracture; when compared to previous scan of (B)(6) 2011 there was progression the disc disease process more marked at l2-3 and l3-4 levels in terms of degree of disc herniation and severity of nerve root compromise. There was new disc extrusion also seen at t11-12 levels. On (B)(6) 2013 the patient presented with lumbar radiculopathy and underwent a lumbar spine CT.

Manufacturer narrative:
Review of radiographic images found as follows: this morbidly obese patient underwent revision fusion l2 to l4 using rhbmp2 in the lateral gutters. Postoperatively complaints of shortness of breath, gurgling were noted. Xrays of the lumbar spine performed interoperatively do show the pedicle screws and rods as indicated in proper postion. No complications are evident. Quality is poor due to obesity.

Event description:
It was reported on 07/07/2011 the patient underwent a lumbar spinal fusion procedure using rhbmp-2/acs, stryker spine xia ii pa screws, stryker screw bone spinal poly axial low profiles, stryker rod fixation, and stryker xia ii blocker. On (B)(6) 2011 the patient was discharged from the hospital.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.